Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. After a conversation with doctor (B)(6)(covidien medical affairs), doctor (B)(6) (general surgeon, (B)(6)) report he started using parietex in around 2012 and almost all of the patients receiving parietex have developed a mesh-associated infection after 1 year post-op. So far, he has removed 17 meshes from 11 patients. Seven reports were filed and we are looking for additional information of the case for patient #12. Information about the parietex used in the procedure is not available (asked but unknown).